Event description:
It was found that the foot end brakes could not be engaged due to a broken foot end brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.